Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture in all vectors. Chest x-ray confirmed that the lead had dislodged. The lv lead was explanted and replaced. The patient was in stable condition.